Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt suffered from an infection at his implanted ear. Whilst the ent physician cleaned the ear channel, he pulled out the electrode out of the cochlea. The clinic is planning to proceed with a re-implantation.